Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The cause of the patient's confusion was determined to be active drug use and the patient was told to stop. There was no allegation against the pump.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient was brought into the emergency department by emergency medical services due to confusion, which was later attributed to active drug use. The event was not considered to be device related and the patient was told to stop using drugs. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), (B)(6), and no further events have been reported at this time. Abbott determined that this event did not meet the requirements of a complaint; however, this record will remain a complaint in epiq as an initial MDR (medical device report) has already been submitted to the united states food and drug administration. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use and patient handbook outline potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as information regarding system function. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was brought into the emergency department by emergency medical services after being found with confusion and alarming left ventricular assist device (lvad). When on the pbu there were no alarms, however when the patient was transitioned to batteries, low battery hazard alarms were triggered. The batteries and clips were replaced with no resolution and no obvious signs of damage were found on the cables/inner prongs. Log files were submitted for review and captured odd voltages on battery power. A system controller exchange was recommended. Related manufacturer reference number: 2916596-2024-04151 (system controller).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.